Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had an insufficient visual acuity in the intermediate and near vision ranges as a result did not meet her expectations and it significantly impaired quality of life. Hence the lens was explanted and replaced with non company lens in the secondary implant procedure. Additional information has been requested, yet no new information received. There are two medical reports associated with this patient. This file belongs to left eye.